Manufacturer narrative:
Medical device expiration date: na. Initial reporter phone #: (B)(6). Initial reporter name and address: enter address information: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification of microorganisms. This is a report of 1 occurrence. No false results were reported out to the clinician or patient. The following information was provided by the initial reporter: instrument does not perform identification of fastidious microorganisms.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there was a misidentification of microorganisms. This is a report of 1 occurrence. No false results were reported out to the clinician or patient. The following information was provided by the initial reporter: instrument does not perform identification of fastidious microorganisms.

Manufacturer narrative:
H.6 investigation summary: a qc (quality control) failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). Bd remote services communicated with the customer. Bd does not make claims on the identification of this organism, and as such this is an unconfirmed failure of the instrument. The root cause is that the instrument is not currently intended for the identification of this organism. Device history record (DHR) review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous or further failures related to this concern. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. Complaints for results are within statistical control for the month of april 2022. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 products. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. Per baltrm-443624-aph rev 4.0 the potential risk of the reported failure mode is no result, which is an s3; reference row ids 4.0-4.46.